Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the device back on. No unexpected pump error 23 alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm while sleeping. Customer was advised that the insulin pump experienced an unexpected restart. The customer stated they were unable to clear the alarm. Customer stated that the pump error alarm was reoccurring after clearing the alarm out. Customer declined for troubleshooting of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.